Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2024, it was reported that the patient encountered defect in infusion sets's tubing. Patient was hospitalized due to bg level reaching upto 650 mg/dl. Patient had high ketones that were life threatening. Patient was treated via salines and insulin. Infusion set was in use for more than 1 week. No further information available.